Event description:
Crew responded to a medical call, pt unresponsive, apneic, and pulseless when crew arrived. The pt's pupils were dilated, skin cyanotic but warm. Disposable defibrillation electrodes were attached and the crew determined the pt was asystolic. CPR was started, the pt was intubated and drug therapy was started. Pacing was started, reportedly pacing would intermittently stop without request. The pt converted to v-tach, and a shock was delivered; the pt became asystole. CPR was again performed and the pt converted to v-tach. During transport the pt lost pulses and became pea. The pt lost pulses and became pea. The pt was transferred to the hosp emergency department. Pt outcome not reported.